Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective drawer board and control board on drawer 7. The field service engineer replaced drawer board and control board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was down and not booting up. The customer stated there were no boot noises at all when plugged in and switched on. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.